Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the objective lens adhesive on the videoscope had peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 11 years since the subject device was manufactured. Based on the investigation results, it was not possible to identify the cause of the occurrence, but it is possible that it occurred due to physical stress due to hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used. The root cause of the event could not be determined. Such events can be prevented in accordance with the following ifus: instruction manual ltf-s190-10 operation manual for safe use: handling and general precautions: do not bump or drop the tip, rigid part, curved part, control part, universal cord, video connector, and light guide connector of the endoscope. Also, do not bend, pull, or twist with strong force. Doing so may damage the equipment and cause scratches in the body cavity, burns, bleeding, perforation, or dislodgement of parts. User manual ltf-s190-10 cleaning/disinfection/sterilization 3.1 application: the methods marked "applicable" in table 3.1 and table 3.2 may only be applied on a daily basis in accordance with the manufacturer's instructions. Repeated use and reprocessing of endoscopes and accessories leads to gradual degradation. In addition, reprocess methods that use higher temperatures and more aggressive chemicals degrade faster. In general, sterilization is more damaging to equipment than disinfection. Before each case, make sure that there is no damage to the endoscope and accessories in accordance with this instruction manual and its companion "instruction manual operation edition". 3.1 application: only the durability of the material is checked: sterilization with stellad ®50/100s/200/nx¿ may cause the adhesive to deteriorate at the insert. In some cases, repairs such as replacement of inserts may be necessary. Use it while checking it every time. For more information, contact olympus. Olympus will continue to monitor field performance for this device.